Manufacturer narrative:
Product ID: 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had worked for 30 days, but no longer works. It was stated that the patient was "hurting so badly he had to take too much medication". The patient attempted to turn stimulation back on but was unsuccessful at even getting the ins to sync with the programmer since the patient only had the use of one arm and no help available. It was noted that the patient had an appointment scheduled for (B)(6) 2013, but the company representative did not make it and the patient had not made another appointment. Later that day, it was reported that a medtronic representative was going to try to reach the patient to set up another appointment. It was noted that the previous appointment was cancelled sue to the patient's "sickness". Three days later, it was reported that the patient was in "severe pain". A day later, it was reported that the company representative left a message with the patient. The patient had not been seen yet. About a week later, it was reported that the patient had no stimulation sensation. The patient had leg pain. It was stated that in (B)(6) 2012, the patient shut his device off because, he was driving. It was stated that the patient has had leg pain since the system had been turned off and now the patient could not turn stimulation back on. It was stated that the patient had charged the ins on (B)(6) 2013 and once again the day before this report to 3/4 full. The patient has not had stimulation on since (B)(6). The patient had an appointment scheduled for the day of this report. It was also reported that the patient was seeing a question mark on the programmer without the antenna attached.

Event description:
It was reported the cause of the event was a dead battery. No abnormal impedances. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient could not turn the device off to charge it. If more information related to this event is received, a supplemental will be filed.